Event description:
It was reported that the lead has impedances. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated further information was requested but not yet received. Primary unique device identification (UDI) number: the unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Manufacturer narrative:
Correction b5: additional information indicates that during the normal eol battery replacement the existing lead was evaluated and found in good working order with no impedances, therefore no action taken on the lead. Based on this information the lead is no longer considered reportable.

Event description:
Additional information indicates that during the normal eol battery replacement the existing lead was evaluated and found in good working order with no impedances, therefore no action taken on the lead. Based on this information the lead is no longer considered reportable.